Manufacturer narrative:
Novocure medical opinion is that the possibility that carrying the optune gio device may have contributed to the back pain cannot be ruled out. Back pain is an expected event with optune gio device use (ef-11 2% and 10% ef-14 optune arm).

Event description:
An 83-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2025, the patient informed novocure that he was using the backpack to carry the device instead of the convertible bag (although he preferred the convertible bag as it is thinner and more comfortable to use) because of back pain that began when he started carrying the device. The patient had no history of back pain prior to starting device. The patient started physiotherapy and massages to address the pain. Attempts to contact the prescribing physician for further details were made, but no response was received.